Manufacturer narrative:
The device was received with both seals intact and did not notice any external damage. The history log showed there was motor rate error in history. The device was tested using the flow test. The issue was duplicated and the tech replaced stepper motor and that cleared up the problem. The root cause was unable to be determined. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had an out of box failure - motor error when trying to run. No patient injury reported.